Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of the 6/7f mynxgrip vascular closure device (vcd), seemed to be stuck inside of the advancer tube. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received non-sterile device showed that the shuttle cartridge was disengaged from the black handle, and the procedure sheath was observed to have been on the outer cartridge tubing, covering the balloon proximal tip as received. The advancer tube and the sealant were found remained inside of the shuttle cartridge. The syringe was attached to the device with stopcock open. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported failure. No anomalies were observed. Unsheathing the sealant step was performed on the returned device by manually retracting the procedure sheath and shuttle cartridge back to the black handle. Slight resistance was felt during unsheathing the sealant due to the grip tip of the sealant adhered to the inner of the outer cartridge tubing. After unsheathing, the sealant was found soaked in blood. The advancer tube was found properly engaged to the proximal tamp lock. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Visual inspection at high magnification found that the sealant was soaked in blood and a portion of the sealant proximal end was wedged between the outer cartridge tubing and the advancer tube. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated; and during shuttling and unsheathing step, the sealant was dragged in to the clearance between the outer cartridge tubing and the advancer tube, hindering the device from unsheathing the sealant during the procedure. The tamp locks were also inspected and found in good condition. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed through analysis of the returned device. The condition of the device indicates a device deployment jam occurred, which can be experienced as an adhered sealant to the customer. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the investigation performed, procedural/handling factors during the deployment step of the procedure may have led to the sealant prematurely swelling and issue experienced as evidenced by the blood soaked sealant found wedged between the proximal ends of the advancer tube and shuttle. If high tension was applied to the balloon during the shuttle deployment step, this can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely, especially if the stopcock of the sheath was not opened. As the sealant prematurely swells, it increases the profile of the sealant which can prevent the procedural sheath/shuttle from being advanced/retracted during the procedure and adhere to device components. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1908802 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the mynxgrip vascular closure device, seemed to be stuck inside of the advancer tube.